Event description:
Caller reported a false negative urine hcg result on consult diagnostic hcg cassette vs. Serum quantitative test result (no value provided). Caller said the customer had noticed test was negative at the three minute read time, but was faint positive at five minutes. The pt was in for a pre-procedural check prior to getting an iud. There was another pt that had a false positive, but no details were provided other than she was confirmed positive by serum quantitative test.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Samples were returned for investigation. The results for the patient samples were confirmed. Different concentration values derived by the different test formats are often observed in toxoplasma igg serology. No adverse events were reported.

Event description:
The user received questionable results for several assays with multiple patient samples when comparing to a vidia analyzer. Of the data provided, the toxoplasma igg results from one sample were discrepant. The initial results were 0.13 and 0.13 ui/ml (negative). The result from the vidia was 23 (positive). No unit of measure was provided. No information was provided to determine dif any erroneous results were reported or if the patients were adversely affected. The toxoplasma igg reagent lot number was 15703401.